Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200mm chronic type b thoracic aortic dis section. It was reported that during the index procedure the release of the tip capture mechanism of the delivery system was unsmooth and rough. It was noted that it released correctly initially and the device started to deploy but the difficulty occurred then during the deployment. After several attempts the tip capture was finally released and the stent was deployed. As per the physician, the cause of the event was a device issue, possibly related to the grip. No additional clinical sequelae were reported and the patient is fine.